Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter did not power on. The patient did not experience any symptoms at the time of testing. She had taken insulin after attempting to use the meter. Patient did not seek medical attention or call her md. The batteries were replaced less than a year and the battery contacts were in good condition. Ccr was unable to resolve the issue and sent the patient a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.